Event description:
The device was not received for investigation but additional information was provided. Device history record was reviewed, no event linked to the reported issue was observed. Device was not sent for investigation and the log history was not provided therefore no review could be performed. Following information was provided : "no device or defective parts are available for this complaint and several other complaints initiated 2020-03-11, due to the fact that the technical repairs took place some time ago. They were repairs under warranty which had been forgotten for registration as quality complaints and this was only discovered during reconciliation performed yesterday. Fse explains that it was not possible to get in touch with the pump when attached to partner service software. Tried to replace power card, as communication to uc card goes via power card. Did not help. Only when the uc card was replaced, the problem was solved". As the cpu board was not returned for further investigation its defect cannot be confirmed. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Defective cpu board.